Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A log review investigation could not be performed; the system was not connected.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the patient sustained a bowel injury requiring intervention. The colpotomy was completed, and the uterus was being morcellated to be removed vaginally. During the morcellation, a serosal tear to the bowel occurred. A general surgeon was called to assist with the bowel repair. It is unclear how the bowel injury occurred. The bowel was sutured to repair the defect. The procedure was completed robotically with no further complications. The patient was stable, kept hospitalized for 24 hours, and given antibiotics due to the bowel injury.